Event description:
It was reported that, during a cori assisted tka surgery, when the real intelligence tracking camera was connected a red light started to appear on the right side, so procedure 6.2 was followed, enable shock sensor, but the camera showed a connection error. The procedure was resumed, without any delay, manually. Patient was not injured as consequence of this problem. It was thought it might have run out of battery but it was charged for 2 hours and the error persisted.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the real intelligence tracking camera, rob10025, (B)(6), used during treatment was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. The robotic tracking camera was connected. After a while, a flashing red light appeared on the right side and beeping was heard. When entering a test case, it was noticed that the camera was not recognized by the console. It was attempted to reset the shock bumper. Upon entering the command, a message was shown that no device could be found. The camera was charged, and it was attempted again. The same message appeared. The cause of this event was unable to be determined, but factors contributing to the issue may be associated with a faulty internal component or connection issue. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case (B)(4).